Manufacturer narrative:
Initial reporter phone#: (B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that after use of the bd vacutainer® eclipse¿ blood collection needle, the safety mechanisms broke which resulted in a member of staff receiving a needle stick injury. Post exposure labs were taken, it was reported ¿the results came back negative for all tests¿.

Manufacturer narrative:
Investigation conclusion: based on evaluation of the customer samples, the customer¿s indicated failure mode for safety shield separation with the incident lot was not observed. Root cause description: based on the investigation, a root cause could not be determined. The product was found to be in conformance and meet release specifications. Rationale: complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. The bd business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that after use of the bd vacutainer® eclipse¿ blood collection needle, the safety mechanisms broke which resulted in a member of staff receiving a needle stick injury. Post exposure labs were taken, it was reported ¿the results came back negative for all tests¿.